Event description:
It was reported that the wake button was sometimes unresponsive. Blood glucose was not impacted. The customer applied more pressure to the wake button to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sometimes unresponsive. The customer's blood glucose level was not provided. The customer applied more pressure to the wake button to address the issue.

Event description:
It was reported that the wake button was sometimes unresponsive. There was no reported impact to customer¿s blood glucose level. The customer applied more pressure to the wake button to address the issue.